Manufacturer narrative:
Received an email from angiodynamics on 4/20/2016 regarding the following: "per communication from sales rep on april 5, the manager who reported the broken micro-introducer "made a mistake". Their issues with the mini-stick ii kits involve one instance of a guidewire stuck in a needle, and 6 instances of dull needles. This complaint with represent the guidewire stuck in the needle and (B)(4) has been opened for the issue of dull needles."

Event description:
During a procedure the micro-introducer broke in half. The nurse had to retrieve half of it from the patient vein and was able to continue the procedure with another device. They kept the product and will have it ready for return.